Event description:
It was reported that premature battery depletion was suspected on the device. Noise leading to oversensing was also observed. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.